Manufacturer narrative:
Additional information: section h manufacturer narrative, section b describe event or problem, section d device available for eval and returned to manufacturer on. Part analysis: the reported condition of "medstation es - drawer #4.1 not detected on bus" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order (B)(4), the field service engineer (fse) reported that the main hh drawer 4.1 failed. The fse inspected the back of the main unit and found that one of the lights on the control board was not working. The fse powered down the pyxis and opened the back of drawer 4 and replaced the retractor band. Afterwards, the drawer was reinstalled, and the pyxis was powered on, confirming that all lights were functioning. The fse logged into the hardware test application (hta), opened the drawer, and performed a full drawer test, saving the successful results on the d-drive. Finally, the pyxis was rebooted, and it was confirmed that the assistant logged in and inventoried meds in 4.1. During dchu visual inspection: pn 353844-01: the unit revealed multiple copper strands exhibiting signs of thermal damage. No fluid ingress, bends, cuts or other anomalies were observed. During dchu testing: pn 353844-01: no testing was required since signs of thermal damage were observed on multiple copper strands of the returned assy retractor dwr hh cubie. The device was in use for treatment purposes as intended per 21 cfr 820.198(d). Root cause: the root cause of the complaint of "medstation es - drawer #4.1 not detected on bus" was due to crossed continuity between adjacent copper strands of the "assy retractor dwr hh cubie" (pn 353844-01) which led to the observed thermal damage and ultimately compromised the drawer's functionality.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. As per part investigation, it was determined that the drawer 4.1 not detected on bus was due to crossed continuity in the retractor assembly causing thermal damage and functional failure there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the drawer was not detected on the bus. The field service engineer (fse) found that the main half-height (hh) drawer 4.1 had failed. One of the lights on the control board was not functioning. Pyxis was powered down, and the back of drawer 4 was opened. The retractor band was replaced, and the drawer was reinstalled. Pyxis was powered on again, and all lights on the control board were confirmed to be functioning. The fse logged into the hardware test application (hta) and opened the drawer. A full drawer test was performed. Functionality was tested again in hta, and the escort confirmed successful inventory. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.